Event description:
It was reported that a 51-year-old hispanic female patient underwent a breast reconstruction with two 350cc mentor memorygel breast implants and experienced bilateral capsular contracture (baker grade 3-4) and bilateral ruptures post-operatively. The patient experienced firmness and hardness on palpation along with deformities. Calcifications on both sides were noted during the explantation surgery. The patient underwent explantation on (B)(6) 2024. This report is for the right side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture and rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 07, 2024, the mentor failure analysis lab has received the device for evaluation. On august 12, 2024, the evaluation for the device was completed. Device evaluation summary: visual inspection of the returned sample determined that two (2) tears were observed on the anterior aspect of the gel mod-rnd 350cc breast implant, measuring approximately 1.0 cm tear (a) and 0.1 cm tear (b). Leak testing was performed, in accordance with mentor procedures, and no additional leak sites or gel exposures were detected during the analysis. Microscopic examination was performed on the edges of the ruptures, and parallel striations were found in the whole area of the tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination.  As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).